Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, the lens was stuck in the cartridge and cannot move, causing damage to the lens. The procedure was completed on the same day. Additional information was requested but was not available at the time of this report.